Event description:
It was reported that, during follow up in clinic, this cardiac resynchronization therapy defibrillator (crt-d) was going into the electrophysiology (ep) test screen and in the menu for the shock on t during an active arrhythmia is normal device behavior. The physician did not intend to deliver a shock on t, however the physician accidentally delivered the shock on t which cause the patient to go into ventricular fibrillation (vf). The vf was then adequately terminated by the device through normal, programmed shock therapy. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, during follow up in clinic, this cardiac resynchronization therapy defibrillator (crt-d) was going into the electrophysiology (ep) test screen and in the menu for the shock on t during an active arrhythmia is normal device behavior. The physician did not intend to deliver a shock on t, however the physician accidentally delivered the shock on t which cause the patient to go into ventricular fibrillation (vf). The vf was then adequately terminated by the device through normal, programmed shock therapy. This crt-d remains in service. No additional adverse patient effects were reported.